Event description:
The lens would not load correctly and stuck in the delivery device.

Manufacturer narrative:
Evaluation results: the lens was received stuck in the delivery device. Due to the condition in which the lens was received, the lens cannot be tested.